Event description:
Customer reported a set had been in use on a pt, infusing lipids, for about 48 hours. The tubing snapped when the nurse attempted to get air out of the tubing. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.